Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were any difficulties experienced with device intraoperatively? No what stapler was being used with he reported cartridge? Psee45a were any other color cartridges used throughout procedure? Yes, in one procedure there was a gst45w used lot# t40712 does the surgeon believe that a deficiency of ethicon stapler led to the post-operative abscess and infection? Yes was there any inflammation at site of stapling? No how was the abscess diagnosed and treated? Abdominal pain and x-ray. All of them treated; 1 sent to another hospital, treatment unknown; 2 at second hopital; 1 at third. Treatment: I&d of abcess and antibiotic therapy for all 3 patients at aurora facilities) what is the surgeon¿s experience with device? High level of experience; multiple years using stapler what is the current patient status? Unknown experienced surgeons using these devices. There is no allegation of malformed staples. Unaware if surgeons wait 15 seconds prior to firing. Surgeons are using blue reloads on appendicular stump. No issues noted intraoperatively. Post-op abscesses presented 2-14 days post-op. Surgeons are saying these are deep tissue abscesses or infections. All patients required re-operations for drainage and anti-biotic treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative after a laparoscopic appendectomy the patent presented with a deep tissue abscess and infection. Additional information was not available.